Event description:
Related manufacturer report number: 1627487-2023-01476. It was reported that the patient was experiencing ineffective therapy since their l5 land s1 lead had migrated. The issue was confirmed via x-ray. As a result the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.